Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported during shift check that the autopulse displayed "system error, out of service, revert to manual CPR "error message. According to the customer, the platform also powered off by itself after 3 minutes. No patient involvement on this issue.